Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 21mg/dl; cause was unknown. Paramedics administered a glucagon injection to address bg level and customer also consumed a sandwich and juice. Reportedly, the customer suffered fractures to three toes and damage to two fingers. Customer attributed injuries to low bg, however, customer was unsure how injuries occurred. Recommendation was made to consult with healthcare provider regarding diabetes management.